Event description:
Following a shoulder arthroscopy procedure, it was reported the pt had sustained a third degree post surgical burn behind the pt's shoulder. The ablation set point used in the procedure was not known. The suction line of the wand was reported as attached to hospital vacuum.

Manufacturer narrative:
Since the device was not returned, and the lot number was not known, a complete investigation could not be performed. No conclusion can be made.